Manufacturer narrative:
Vyaire file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the lap top ventilator 1150 experienced false low pressure alarm. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: service technician was not able to verify the reported problem. Vent failed troubleshooting final test tidal volume & flow performance. Replaced flow valve with a known good test flow valve and vent passed tidal volume and flow performance tests.